Event description:
It was reported that during pre-testing a leak of foley catheter sterile water was discovered, and its use was suspended.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA: 12182448. Received 1 all silicone foley catheter with syringe. Verified material number: 119314 and manufacturing lot number: ngjy4779. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) using returned syringe. However, there is a pinhole at trifurcation site measuring 0.013in. Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA: 12182448. Refer to CAPA: 12182448 for further details. Corrections made to tab(s) d and h. Initial reporter complete facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-testing a leak of foley catheter sterile water was discovered, and its use was suspended.